Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet despite prior training, troubleshooting, and a factory reset, and the user requested device return. Symptoms included low blood glucose events that awakened the user at night. Outcomes included disruption to sleep without reported injury, hospitalization, or medical intervention. Investigation included user coaching, device restart and factory reset, and review of event history as part of troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no specific component failure, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.